Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim or gastrointestinal/ pelvic floor. It was reported by healthcare professional (hcp) that patient had a loss of therapy. Patient was present with caller. Upon meeting with patient the day of the report, it was reviewed the ins was off. Caller turned on ins and made adjustments with program 1 and upon exiting and entering the patient app, they found the ins was off again. It was unexplainable why it turned off between clinician app and patient app. During call, it was reviewed how to turn off handset with caller. Caller will give instructions to patient. No further complications were reported or anticipated.